Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose levels ranged from 155 to 467 mg/dl. Customer stated that the cannula was bent as well. Customer reports the alarm was resolved by a complete set change. Product is not being returned or replaced.